Event description:
Balloon ruptured at 3 atmospheres.

Manufacturer narrative:
A review of the subject device history record indicated there were no nonconformances, deviations, or abnormalities associated with this lot at the time of its production.